Event description:
A male patient contacted lifecor customer support to report he was getting multiple arrhythmia alarms. A review of the patient's download data indicated a potential problem with his monitor. The patient's monitor was replaced as a precaution. The patient discontinued use of the lifevest on 05/24/06 as his continued improved and the device was no longer needed. The patient's equipment was recovered and a final download performed. A review of the final download indicated the arrhythmia alarms were not eliminated by the replacement monitor. The electrode belt may have a potential problem.

Manufacturer narrative:
Device evaluations of electrode belt and monitor have been completed. The reported problem could not be reproduced. However, visual inspection found the cable sections entering ECG nodes "b" & "d" were pulled through the strain relief clamps. The likely cause of the arrhythmia alarms was ECG noise introduced by intermittent shorting of wires or shielding within ECG nodes "b" and/or "d" when the cable sections were manipulated. The root cause was excessive pull force applied to the cabling. Monitor operated according to specifications. No adverse event resulted from the damaged electrode belt. The damaged electrode belt will be repaired.